Manufacturer narrative:
(B)(4).

Event description:
At the stage 2 implant, testing via the external neurostimulator revealed impedance greater than 2,000 ohms on combination 0,1 of the extension. A different extension was used and the impedance was in normal range. The extension was to be returned for analysis.